Manufacturer narrative:
Follow-up #1: date of submission 06/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: the black box shows evidence of five alamrs on 05/07/2014; recorded after unexplained loss of prime at 06:57. Deliveries resumed when pump was primed at 07:17. The tdd¿s add up correctly and reflect the users programmed basal rate.. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. A delivery accuracy test was successfully completed. Removed the pump cover; no evidence of moisture or damage to the pc board or transceiver flex was observed. Complaint was verified in pump history but not duplicated during the investigation. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient has a blood glucose (bg) level 336-406mg/dl; ketones 0.3-1.2 (moderate). The patient received no care outside routine diabetes management for the bg. The pump has been emitting repeated call service alarms. Customer support advised the patient to come off the pump and to use alternate form of insulin delivery method until a replacement pump arrives.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.